Event description:
The barcode scanner on the ortho verseia pipettor misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The field service engineer performed a service check on the instrument and could not duplicate the error. The fse ran the barcode verification during preventive maintenance and found no issues with the instrument. Instrument is operating as expected. No repairs needed. Investigations indicate this may be related to the customer's barcode quality and ocd is working with the customer to improve label quality.

Manufacturer narrative:
Investigation identified the problem is the due to the quality of labels produced by the customer's barcode label maker. Labels do not meet the specifications outlined in user's guide. Issue has been reviewed with the customer. They are working to improve the label quality but continue to generate barcode labels on current instrumentation.